Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 158mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.